Event description:
It was reported that during a peripheral stent placement treatment procedure a stent dislodgment occurred. The 70% stenosed lesion was located in the moderately calcified and non-tortuous left renal artery. Vascular access was obtained via the right femoral. A mach 1 6fr guide catheter was inserted into the ostium of the left renal artery. Next, the physician inserted the 6.0x14x150 cm express vascular sd and attempted twice to advance the device across the lesion, however, severe resistance was encountered and the attempts to cross were unsuccessful. As the physician attempted to withdraw the express sd into the mach 1 guide catheter, the stent became caught on the distal edge of the mach 1 guide catheter. The stent dislodged in the aorta and migrated to the right deep femoral artery. No attempts were made to retrieve the stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).